Event description:
It was reported when using the bd vacutainer® serum/ cat plus blood collection tubes customer detected an insect in the tube. This event occurred 101 times. The following information was provided by the initial reporter. The customer stated: "detection of an insect inside a sampling tube of lot 1270057 (100 units delivered last april in the department). Evidence of whitish deposits on the inner wall of tubes from the same lot. Cf photo attached."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum/ cat plus blood collection tubes customer detected an insect in the tube. This event occurred 101 times. The following information was provided by the initial reporter. The customer stated: "detection of an insect inside a sampling tube of lot 1270057 (100 units delivered last april in the department). Evidence of whitish deposits on the inner wall of tubes from the same lot. Cf photo attached."

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes returned to manufacturer on: 2022-09-07. Investigation summary: bd received 2 samples and 1 photograph from the customer in support of this complaint. An evaluation of returned samples and photo was performed and the indicated issue of foreign matter (insect) in one of the tubes was observed. Additive abnormality was not observed as the silica coating on the inner walls of the returned samples were satisfactory. Additionally, a visual examination of 100 retained samples from the bd inventory were evaluated and the issues of additive abnormality and foreign matter were not observed. Bd was able to confirm the customer¿s indicated failure mode with the samples and photo provided - insect in the tube, however additive abnormality was not observed. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.